Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. The impedance alert threshold was increased. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.